Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Their review concluded that the two clips were well placed onto the leaflets and the leaflet insertion was acceptable. The surgeon stated that the mitral valve leaflet was blown out and shredded and when the embolized clip is explanted, mitral valve tissue is most likely to be seen within the clip. The patient was stable. On (B)(6) 2015, additional information indicated that the patient expired. The date and cause of death was not reported. No additional information provided. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip (41009u1/31) referenced, is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The patient effects of worsening mitral regurgitation (mr), mitral valve damage and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to this lot that would have contributed to this event. Additionally, a review of the complaint history of this lot did not indicate a manufacturing issue. Based on the information reviewed, the cause for the reported partial clip movement and single leaflet device attachment (slda) appears to be related to the patient morphology/pathology due to the pre-existing flail and frailty of the leaflets. There is no indication of a product issue with respect to manufacture, design or labeling. The abbott vascular senior medical advisor reviewed this event and concluded that this was a high risk patient with degenerative mr who was severely decompensated and required both intubation and intraaortic balloon pump placement. The clip procedure was performed successfully with implantation of 2 clips and reduction of mr from 4 to 1. Over the course of a week post procedure, the patient initially improved and then started to decompensate. Imaging done 7 days post procedure was performed and showed an slda of the first clip (lot 41013u111) and the second clip (lot 41009u131) could not be visualized. The second clip (lot 41009u131) was subsequently identified in the left common femoral artery. The patient was too high risk for surgery and the surgeon wanted the patient condition to improve and stabilize before intervening. Unfortunately, the patient expired sometime post procedure. The cause of death was multi-system organ failure. There is sufficient evidence that the patients pre-existing conditions (fever, respiratory failure, hemodynamic instability) caused or contributed to the patient death. The treating physician does not feel that the device nor the procedure caused or contributed to the patient death. Additionally, the severe frailty of the mitral valve leaflets was not known prior to the procedure. There is no evidence of a device issue causing or contributing to the slda, clip detachment or subsequent death. The leaflet pathology and severe decompensated patient condition were causal to the reported events.

Event description:
This is being filed as the implanted clip (41013u1/11) detached from one mitral valve leaflet and remained attached to the other leaflet. The mitral regurgitation grade increased and subsequently, the patient expired. It was reported that a mitraclip procedure was performed on (B)(6) 2015. The patient was very sick and prior to the procedure, had a balloon pump inserted and was intubated. During the procedure, the first clip (41013u1/11) was implanted close to the pre-existing flail and the second clip (41009u1/31) was used to grab the flail and close it up. The degenerative mitral regurgitation (mr) grade was reduced from 4+ to 1. Post procedure, the patient was doing well and the balloon pump was removed. One day post procedure, the patient was extubated. In the following days, the patient was doing well and was being monitored with CT and x-ray imaging. On (B)(6), the patient's mr increased. Imagining showed one clip had detached from one leaflet and the second clip could not be visualized. A scan of the head was performed, but the clip was not found. The next day, a full body x-ray scan was performed and the clip was found in the left common femoral artery. The patient exhibited no symptoms due to the embolized clip. As the patient was very sick (patient's white blood cell count increased and was 30,000), the physicians want to nurse him back to health before trying to retrieve the clip from the artery. The surgeon stated that the procedure and post procedure images were reviewed by his fellow physicians.

Manufacturer narrative:
(B)(4). The abbott vascular senior medical advisor reviewed the procedural images and confirmed the reported events. The reviewer concluded that this patient had symptomatic severe degenerative mitral regurgitation and underwent the mitraclip procedure. The posterior leaflet tissue quality was concerning to be suboptimal and there was presence of flail. Two clips were implanted on the mitral leaflets and the mr grade was reduced to trace. One week later imaging confirmed that one clip had detached from the posterior leaflet (this complaint device) and the other clip had embolized and was not attached to either leaflet. There was no evidence that the clips had not been implanted properly at the time of the procedure. There is evidence that there was significant pathology of mitral leaflets, especially the posterior leaflet, which likely contributed to the resulting single leaflet attachment and clip embolization. There is no evidence of a device issue causing or contributing to these events.

Event description:
Subsequent to the previous medwatch reports, images were received and reviewed.

Event description:
Subsequent to the initial medwatch report, additional information was received: the patient required cardiac support with the intra-aortic balloon pump due to the severity of the mitral regurgitation. Posterior leaflet segments, 1 and 2, were affected by leaflet flail. There was some clip movement on the mitral valve leaflets after both clips were deployed despite confirmed good leaflet insertion. The frailty of the mitral valve leaflets was not known prior to the procedure. Seven days post clip implantation, imaging noted that the posterior leaflet appeared to be blown out/shredded. The cause of death was multi-system organ failure. The pre-existing conditions (fever, respiratory failure, hemodynamic instability) caused or contributed to the patient death. The physician does not feel that the implanted mitraclips or the mitraclip procedure caused or contributed to the patient death. There was no additional information provided.